Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there were problems with the power base unit pt cable. In review of the pt's history log, a pump stoppage was reflected, however, the pt did not experience any symptoms of pump stoppage and there were no audible alarms. The pt was connected to the power base unit when this occurred.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.